Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: visual and microscopic examination of the returned device identified distal stent damage. The struts on the second and third rows on the distal end of the stent were misaligned and some struts were raised up. The balloon and tip of the device were visually and microscopically examined and no issues were noted with their profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that during a coronary artery stenting treatment procedure, failure to cross the lesion occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery (lad). The lesion was pre-dilated with a 2.5x15mm maverick balloon catheter. A 4.00x32mm promus element was selected and advanced to treat the target lesion; however, the device was unable to cross the lesion. The device was removed intact. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable. However, the returned device revealed stent damage.